Manufacturer narrative:
Follow-up report - additional information (10/21/2015): electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The reported problem (device burning patient) was unable to be confirmed. The evaluation included review of downloaded software flag files and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the alleged burns. The flag review confirmed that the patient was not treated and no energy was delivered to the patient that would result in a burn. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. No evidence of damage to the electrode belt or monitor that would result in a burn or skin irritation. Device manufacture date & usage of device. Usage of device: monitor sn (B)(4): 09/25/2014 - reuse, belt sn (B)(4): 04/06/2015 - initial use. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (belt causes burn) was unable to be confirmed. The evaluation included a visual inspection for physical damage and incoming functional testing. The visual inspection did not reveal any physical damage to the therapy electrode pads that would cause a burn or skin irritation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, the test monitor was confirmed to properly enter into a treatment sequence which includes a verification of the belt's tactile vibration alarm and pulse delivery circuitry. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. No evidence of damage to the electrode belt to cause a burn or skin irritation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
Follow-up report - additional information (10/21/2015): on (B)(6) 2015 the patient's son reported that the patient's burn-like skin irritation had returned. The affected area was reported to have open blisters, and the son was adamant that the skin condition was a burn and not a rash. The son reported that the doctors were instructing the patient to use different medications on the area. The patient ended use. During a follow-up it was reported that the skin condition had improved since the device was removed. The monitor and electrode belt were returned to zoll manufacturing for investigation. A us distributor reported that a patient had a skin irritation. The patient's nurse reported that the patient had a burn-like skin irritation under the therapy electrode pads and that the irritation was the size of the pad. It was reported that this had happened two times previously. The first time the patient went to the ER and the staff did not do anything for the irritation. The second time the patient went to the dermatologist and he stated it was not bad enough for him to tell anything. The patient reported that her physical therapist advised the patient to remove the lifevest due to the irritation, which she described as a first degree burn. The irritation was reported to contain open blisters and be under the rear therapy electrodes. The patient reported that she felt the electrode belt burned her. During a follow up, the patient reported that the irritation was improving as she had been using a cream prescribed to her by the dermatologist. During a final follow up it was reported that the rash had cleared up as a result of using the prescribed cream. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (belt causes burn) was unable to be confirmed. The evaluation included a visual inspection for physical damage and incoming functional testing. The visual inspection did not reveal any physical damage to the therapy electrode pads that would cause a burn or skin irritation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, the test monitor was confirmed to properly enter into a treatment sequence which includes a verification of the belt's tactile vibration alarm and pulse delivery circuitry. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. No evidence of damage to the electrode belt to cause a burn or skin irritation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient's nurse reported that the patient had a burn-like skin irritation under the therapy electrode pads and that the irritation was the size of the pad. It was reported that this had happened two times previously. The first time the patient went to the ER and the staff did not do anything for the irritation. The second time the patient went to the dermatologist and he stated it was not bad enough for him to tell anything. The patient reported that her physical therapist advised the patient to remove the lifevest due to the irritation, which she described as a first degree burn. The irritation was reported to contain open blisters and be under the rear therapy electrodes. The patient reported that she felt the electrode belt burned her. During a follow up, the patient reported that the irritation was improving as she had been using a cream prescribed to her by the dermatologist. During a final follow up it was reported that the rash had cleared up as a result of using the prescribed cream. The patient was issued a replacement electrode belt.